Event description:
A report was received that the patient was experiencing discomfort at the ipg site as it was tilted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.